Event description:
Nellcor puritan bennett received a call from a user facility represeentative on 09/07/1999, who called to report the following problem: ventilator abruptly cuts off exhalation, not allowing patient to exhale.